Event description:
Profound and permanent neurological injuries [nervous system disorder]. Other injuries [injury]. Diagnosed to have excess zinc [blood zinc increased]. Diagnosed to have resulting copper depletion [blood copper decreased]. Case description: an attorney reported that his client, an adult male age (B)(6), used fixodent denture adhesive, version unk cream, unspecified total daily use when he became denture dependent in 1998, with last known use in 2009, and reported the following: profound and permanent neurological injuries, other injuries that have left him unable to perform his normal, customary and daily activities, and was diagnosed to have excess zinc and resulting copper depletion. Treatment: constant unspecified care and assistance. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further info was provided.

Manufacturer narrative:
Lot number and product not provided by reporter; therefore, unable to proceed with batch retain testing or product investigation.